Event description:
On 06/27/2006, nellcor puritan bennett received a report of incorrect labeling on a sct specialized tracheostomy tube. The caller reported that they ordered a custom 7.5 tracheostomy tube and received an incorrect size of the tube was discovered after insertion in the patient. This report is associated to the second occurrence on MFR# 2936999-2006-00660.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this report is not available for evaluation.